Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed no burn; however, the fabric foundation was badly disolored and the unit showed evidence of being misused. The unit was activated in a folded condition and had been crushed (contrary to our instructions and warnings). This misuse by the customer trapped and intensified the heat, causing the fabric foundation of the unit to scorch. No deaths or injuries were reported.